Event description:
It was reported that the after a fall, patients pocket opened up. The patient was sent to the emergency department and all components were explanted and will not be returned per hospital policy. The physician believed that it was not device or procedure related. Additional information was received that the patient was prescribed with antibiotics.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 21195016.

Event description:
It was reported that the after a fall, patients pocket opened up. The patient was sent to the emergency department and all components were explanted and will not be returned per hospital policy. The physician believed that it was not device or procedure related.